Event description:
Hanging chemotherapy infusion and the normal saline flush line tubing was leaking. The tubing was split or torn where the blue slider clamp was placed and then removed in order to get the tubing into the pump.